Event description:
Customer reported a malfunction alarm with code malf 1. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be shipped to the customer. Customer was instructed on how to switch the current pump to storage mode and to return it using the provided return box and label. Customer was advised to set up the new pump with their existing settings and connect it to their cgm. They acknowledged and understood all instructions provided.